Manufacturer narrative:
The device was returned for evaluation; however, testing has not yet been completed. Additional contact information: (B)(6). Customer service executive. (B)(4). Singapore. (B)(6) (B)(6)

Event description:
Normal saline was reportedly leaking from a chemolock¿ bag spike. Etoposide leakage was also reported from an infusion bag connected with this device during infusion for a patient. The nurse connected the following mating device: chemolock bag spike adaptor 011-cl3534 (lot 14237766, exp: 01-12-2029) to the chemolock bag spike. During the 3rd round of flushing while chemotherapy finished, it was discovered that the normal saline was leaking from the connector joint. Upon disconnection, liquid continued to flow rapidly and continuously from the chemolock bag spike when the bag was inverted. The attending nurse confirmed that no manipulation or unusual handling of the connection occurred during the setup process. The event occurred towards end of infusion during flushing. There was no serious injury/death, no blood loss, no unprotected chemo exposure, no delay in critical therapy, no adverse operator consequences, and no medical/surgical intervention required. The device was changed out/replaced and the patient's therapy resumed with no further problems encountered. The length of time device was in use was 4-5 hours. The packaging was fully sealed when delivered. The type of procedure was chemotherapy infusion with etoposide as medication. There was no report of any human harm.

Manufacturer narrative:
D9 - date returned to MFR: 3/26/2026. Received one (1) used. List #011-cl-10, chemolock¿ bag spike; lot #14237673. One (1) used. List #unknown, bag spike adaptor w/ chemolock connector; lot #unknown. One (1) used. List #unknown, extension set w/ piercing pin; lot #unknown. One (1) used. List #unknown, 0.9% sodium chloride 500ml bag; lot #unknown. The spike of the chemolock was observed to be damaged. The reported complaint of a leak could be confirmed. A leak was observed from the returned video. The spike of the chemolock was observed to be damaged upon investigation. The probable cause is from a molding error in manufacturing. The lot history was reviewed, and no nonconformities were identified that may have contributed to the reported complaint.